Event description:
It was reported that the customer had high blood glucose levels of 360 mg/dl. The mother of the customer reported that the battery of the insulin pump would not last long. The mother of the customer also reported various battery alerts over the last couple of weeks. The mother of the customer also reported multiple no delivery alarms from the insulin pump. Troubleshooting was not done. The mother of the customer did not feel comfortable with the insulin pump would like to have it replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.